Manufacturer narrative:
(B)(4) manufacturing evaluation performed. (B)(4) a review of the manufacturing records for the device verified that the lot met all pre-release specifications. (B)(4) per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion and reoperation.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a chronic stanford type b dissection using two conformable gore tag thoracic endoprostheses. The proximal device (tgu343415j/13126600) was implanted just below the left common carotid artery (lcca), and a bypass surgery was performed on the lcca to the left subclavian artery (lsca), which was covered by the device. The proximal neck length was 14mm. Final angiography showed no endoleak or retrograde perfusion from the re-entry tear observed in the abdominal aorta. The procedure was concluded without any reported issues. The preoperative diameter of the thoracic aorta was 60mm. On an unknown date in (B)(6) 2016, follow-up images showed an enlargement of the aortic diameter to 73mm. No apparent endoleak was observed. However, angiography test showed a slight contrast around the proximal neck. The physician suspected a lack of circumferential device apposition. On (B)(6) 2016, a conformable gore&#59412;tag&#59412;thoracic endoprosthesis was implanted to extend the proximal neck to just below the innominate artery. A right axillary artery to lsca bypass was performed to maintain flow into the lcca.